Event description:
It was reported that the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: tubing beeping occlusion. Unable to infuse. No free flow.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: tubing beeping occlusion. Unable to infuse. No free flow.

Manufacturer narrative:
H.6. Investigation summary: one used sample model 2202-0007 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. A quality notification was sent to the supplier. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, the filter was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. Due to no manufacturing root cause being determined there will be no further action taken at this time. A device history record review for model 2202-0007 lot number 21066382 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.